Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "sensor failure" message was generated on the pump. The customer had tried removing and reconnecting the fiber optic cable without resolve. The central lumen on the iab catheter was clotted, so the getinge representative walked them through steps to connect a radial arterial line to the pump and that worked well. There was patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.